Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 unopened racepacks. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It is reported that the needle detaches from the needle even when not being used. All med watch submissions related to this report are: 3003639970-2017-00121, 3003639970-2017-00122, 3003639970-2017-00123, 3003639970-2017-00124, 3003639970-2017-00125, 3003639970-2017-00126, 3003639970-2017-00127.

Manufacturer narrative:
Samples received: no samples/batch available. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.